Event description:
This was an interventional procedure via the right femoral artery for a possible embolization of the pt's brain tumor. The pt was administered 4000 iu of heparin. No calcification, tortuousity nor scarring of the vessel was observed. The axera device performed as intended. The procedure proceeded as planned until the operator was unable to insert the 23cm 6f introducer sheath. Instead, a 5f dilator sheath was successfully placed followed by an exchange over a 0.038" bentson wire for the 23cm 6f introducer sheath. Although the sheath was inserted, rapid oozing was observed around the site and continued despite attempts to pull the sheath out approximately 1-2cm and manual pressure over the site for 5 minutes. When the introducer sheath was upsized to 7f, the oozing stopped. When the sheath was pulled at the end of the case, rapid arterial bleeding was again observed. Multiple attempts to hold manual pressure to stop the bleeding were unsuccessful. The pt was administered 30mg protamine and this time manual compression was successful. The pt remained prone for 6 hours and recovered with no further clinical sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for the lot associated with this event and no nonconforming material reports have been initiated that are related to this failure mode. The axera access system instructions for use (IFU) was reviewed. Vascular hemorrhage is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unk as it cannot be definitively determined.